Manufacturer narrative:
Zyno support personnel was sent on-site to investigate the event. Initial on-site evaluation indicated both pump devices are working according to specification. Both devices reported air-in-line properly. User facility reported 2 incidents occurred on the same day with two separate users and two separate devices. This was the first day the user facility started to use the devices. Additional user training was conducted by zyno product support personnel. Reviewed infusion workflow with customer. Suggested incremental safety measure of using secondary infusion to deliver IV medication and/or add air eliminating filter at distal end of IV set to prevent air-in-line sensor single point failure. User facility agreed to adopt workflow change of using secondary infusion sets to deliver IV medication as an incremental safety measure.

Event description:
Pump malfunction with air infusion. New pump programmed to deliver 270ml over 31 minutes for cvd/gemzar at 11:48am. At 12:20, s. Hickok called by pt/family to report air in tubing. Pump turned off. No alarm or display indication of air-in-line. Pt stated felt fine. B/p 123/75. No s.o.b. No other c/o. User facility did not provide patient identifier.